Event description:
N/a.

Manufacturer narrative:
A medwatch form with uf/ importer report number (B)(4) was received on 08may2019 with the following information: a new set of titanium mayfield pins was removed from the sterile packaging and placed in a clean mayfield head holder. The clamp was applied in proper location with good purchase by feel. Tightened to 60 ft-lbs torque based on single screw indicator. A 37-year-old female patient was positioned for a craniotomy without incident until slight flexion of the head was attempted. The patient was noted to extend the head and the mayfield had shifted such that the arm/handle portion came slightly more over the patient's face. It was noted at that point the indicator showed 40 ft-lbs. Of torque. The patient's pin sites were examined and she was noted to have a subcentimeter "lac" in the left parietal region. Coordinator, circulator, and attending were notified. The clamp was tightened to 60 ft-lbs. And proceeded without further shifting. There was no other attempt to flex the patient's head again afterwards. After the clamp came off, the patient was noted to bleed from the site. Attempt was made to control the bleeding with gelfoam powder and thrombin, but it did not fix the bleed. Therefore, two staples were used to reapproximate the skin to good effect. The pins were discarded into the sharps container. The head clamp was bagged in a plastic bag, and it was passed off to coordinator at the end of the case.

Event description:
N/a.

Manufacturer narrative:
The device history record review with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Root cause analysis could not be completed at the moment since the device was not returned for evaluation. Device identifier number: (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3004608878-2019-00075 and 3004608878-2019-00088.

Event description:
This is 2 of 3 reports. A nurse reported that an a3059 mayfield composite series skull clamp loaner was involved in an incident while in use. Additional information was received on 01apr2019, 02apr2019, and 12apr2019 stating that the patient incurred a laceration during a posterior cervical foraminotomies procedure on (B)(6) 2019. There was a surgery delay reported but the exact amount of time was unknown.